Manufacturer narrative:
Device evaluation completed on 6/17/2019: during evaluation of the sample some creases were observed on the anterior and posterior view. Leak testing revealed valve leaks and a tear within the crease noted in the anterior aspect measuring approximately less than 0.1 cm. No other anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation, ptosis. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 425 cc saline breast implants which the right side deflated, and bilateral issue with ptosis grade ii after implantation. During surgery doctor found an "issue" with right side valve indicating possible deflation. As a result patient underwent bilateral removal and replacement and mastopexy as follow: left replaced with allergen 560 cc, serial number (B)(4), and right side replaced with serial number (B)(4) on (B)(6) 2019. This report is for the right side.